Event description:
The pediatric night nurse had connected the tube feeding line to the ballard suction catheter saline installation port instead of the 10 fr. Argyle feeding tube. She identified that both connectors looked the same and the room was dark. Some of the feeding was instilled into the ballard sheath surrounding the catheter.